Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system exhibited loss of capture one-day post-implant. A revision procedure was performed to reposition the rv lead. This product remains in service. No additional adverse patient effects were reported.